Event description:
Reporting status: serious injury / malfunction - life-threatening / hospitalization / permanent damage. Reporting rationale: stent collapsed resulting in myocardial infarction. Device issue: stent collapsed. It was reported that in 2001, the pt underwent a cardiac procedure in which, a 3.0 x 13 mm tetra stent was deployed into the lad. It was reported that the stent collapsed in 2007, causing the pt to sustain a myocardial infarction. No add'l event or pt info is available.

Manufacturer narrative:
.